Event description:
The account alleged the head down does not work. The account switched the head and foot controls and the foot would not work. Technical support suggested disconnecting the auto-contour and if the problem goes away to replace the auto-contour.

Manufacturer narrative:
Repairs have not been completed.